Event description:
I have had problem with my right eye off and on since I started wearing acuvue most daily wear contacts for astigmatism this last year. I saw the eye doctor in (B)(6) for gooey/goopy eye after having multiple issues with same. Was told it was more than likely plugged oil glands. I have had the problem intermittently, and twice in the last two weeks. This last saturday, I opened one of my right lens packages to find debris or a growth in the bottom of the "sterile" blister pack. I have taken the contacts back to my eyes doctor. I took pictures of the contact in the blister pack under regular conditions, 10x and 60x magnification. No tests, but a visit to the eye doctor at (B)(6).